Manufacturer narrative:
No damage was found with the navien catheter hub. The navien catheter body was found broken ~19.0cm from the distal tip, retained by the inner wire. No damage was found with the navien distal tip. The navien catheter total length was measured to be ~122.5cm and the useable length was measured to be ~116.0cm which is within specification (specification: 115cm ± 3cm) based on the device analysis and reported information, the customer¿s ¿catheter separation/break¿ report was confirmed. However, the customer¿s ¿catheter kink¿ and ¿difficult to advance¿ reports could not be confirmed. It is possible the patient¿s ¿moderate¿ vessel tortuosity contributed to the difficult navigation and catheter kinking, subsequently breaking upon removal. However, the root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the blood vessels were tortuous and pushed repeatedly, which was a little difficult. No parts of the catheter had separated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the navien catheter was kinked during delivery to the intracranial segment, and it was found that the front end of the catheter was broken after removal. The catheter was replaced, and the patient did not experience any injury or complications. The devices were prepared and flushed according to the instructions for use (IFU). The patient was undergoing treatment for emergency thrombus removal. The patient's vessel tortuosity was moderate. The access vessel was the femoral artery, which was 30mm in diameter. Ancillary devices include an unknown 8f guide catheter.